Manufacturer narrative:
Testing and investigation found the lithium battery was depleted; however, the device did not alarm with a 11/004 service alarm code. The customers reported 11/004 was not noted in the device history because the device history had been cleared due to the depleted lithium batter. Although the device did not alarm with a 11/004 service alarm code, as indicated in section h7 the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.